Event description:
While using the non-vented dispensing pain (B)(4) in preparing single dose IV antibiotic bags from a larger stock bag, a piece of plastic from the dispensing pin sheared off in the single dose bag. The plastic is a small shaving that has come off the pin's puncturing tip. This event has occurred previously. These "floaters" are identified prior to administration to patients by technicians and pharmacists. We are sending a sample of the dispensing pin and unit dose preparation containing the shaving to b braun.